Manufacturer narrative:
Results: there was no visible damage to the neuron 6f select (select). Conclusions: evaluation of the returned device revealed that the select was out of specification. A ring gauge was advanced and withdrawn over the select, and excessive resistance was experienced. The root cause of this failure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure the physician was unable to advance a neuron select catheter 6f (6f select) through the hub of a neuron max 088 (neuron max) on the back table. The physician noticed a slight bulge at the distal end near the transition of the 6f select. The damaged 6f select was found prior to use; therefore, it was never used. The procedure was completed using a new 6f and the same neuron max. There was no patient involved.